Event description:
It was reported that during deployment of a vascular stent, the deployment mechanism became blocked when the stent was being partially released 1 cm. Upon removal of the delivery system with the partially deployed stent, the stent fractured. The deployment system and remaining portion of the vascular stent were exchanged over the guide wire as one unit. Another vascular stent was deployed to complete the procedure. The fractured portion of the first stent was successfully secured at the vessel wall. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed that the stent was partially deployed when a force transmitting component fractured. The grip did not show any defects the increased friction in the catheter section during the attempt to release the stent was considered the reason for the excessive release force. Potential factors that could have led or contributed to the increased friction adn subsequent deployment failure have been evaluated. Previous investigations of similar complaint shave been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. The event also may be use-related as a 0.018" guide wire was used and as rough handling of the device may lead to deformation and subsequent release force increase. The fracture of the stent was caused by the attempt to remove the partially released and anchored stent from the patient. Based on the information available, a definite root cause of the event reported could not be identified.